Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02733. This report is being submitted as additional information. Approximate age of device - 2 years, 6 months. Manufacturer's investigation conclusion: the patient remains ongoing on heartmate ii lvas. A specific cause for the reported driveline exit site infection could not conclusively be determined through this evaluation. The heartmate ii lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regard to preventing infection are outlined in various sections of the heartmate ii lvas IFU and patient handbook. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient now has some drainage from the driveline exit site which has been cultured and requires antibiotics. No additional information was provided.